Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing lead impedance and high capture threshold were observed. The lead was capped and replaced. The patient's condition is fine.